Event description:
It was reported that an increase in the pacing threshold to 3.3v was detected one day after the implantation. The lead was explanted and replaced on the following day. No deterioration of the patients state of health was reported. The lead is currently undergoing analysis.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, mechanically, and electrically. The visual inspection showed that the inner conductor helix between the tip electrode and the ring electrode was kinked. The analysis showed that the cause was probably excessive mechanical stress during the operation. The analysis did not find any other deviations that could be related to the clinical complaint. There were no indications of material defects or manufacturing errors.